Manufacturer narrative:
The lens remains implanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zct400 11.5 diopter intraocular lens (iol) was implanted in the left eye (os) on (B)(6) 2017. The axial length was 24.83 and the intended axis was 103°. However, at the one day follow up visit with the doctor, the patient's vision was 20/50. By the one week post-operative doctor's visit the patient's vision was 20/200 and axis was 75°. Therefore, the lens was repositioned on (B)(6) 2017, which resulted in a visual acuity of 20/30 the day after the lens repositioning. Reportedly, the patient's visual acuity as of (B)(6) 2017 was 20/25. No additional information was provided.

Manufacturer narrative:
Additional information received indicated that the patient is doing great post-rotation. There was no incision enlargement, no patient injuries and no additional medical or surgical procedures required. Additionally the suspect lens serial number was provided, (B)(4). Therefore, the following fields were updated accordingly: serial number: (B)(4). Expiration date: 6/11/2021. UDI#: (B)(4). (B)(6). In the initial MDR report, the manufacturer report number ((B)(4)) was entered. As a result of receiving the serial number the correct manufacturer report number should begin with (B)(4). Device manufacture date: 6/11/2017. Device evaluation: the product testing could not be performed because the product was not returned for evaluation. The complaint cannot be confirmed. Manufacturing record review: manufacturing record review for this production order was evaluated and the devices were manufactured within specifications. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.